Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; a3; b4; b5; d2; g1; g3; g6; h1; h2 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: proposed component code - mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse-type right shoulder arthroplasty is anatomically aligned. There is no fracture or implant loosening. There is a prominent greater tuberosity and mild prominence of the undersurface of the acromion. There is no evidence of scapular notching. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint is unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 00434903600; lot# 64812469. G2: foreign - event occurred in australia. H6: proposed component code - mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a primary shoulder arthroplasty on approximately two (2) years and eight (8) months ago. Subsequently, the patient complained of discomfort and upon assessment, the patient was notching. The patient then underwent a revision surgery approximately one (1) month ago where the surgeon removed a section of proximal gt and bone spurs on the scapula. The surgeon opted to lateralise and increase the offset on the glenosphere to avoid notching and rom restriction/discomfort. Attempts have been made and no further information has been provided.